Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
The customer reported the battery is not charging. There was no patient involvement.

Manufacturer narrative:
The customer was advised to swap in a different battery for troubleshooting. If the problem persists, replace the pm pcba. If it operates as expected, replace the battery. Multiple attempts were made to obtain information regarding the repair and operational status of the device, but no response was received from the reporter. A supplemental report will be submitted if new data is received.